Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. (B)(6) 2017: the contact reported that another pump had been received and pump therapy had been resumed. No further issues were reported.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl). The pump supplies were changed multiple times and the bg remained high. The cause of the high bg was not known. Multiple boluses were delivered in an attempt to lower the bg. The customer's ketone level was high and was admitted to the hospital on (B)(6) 2017 due to the high bg levels and diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip. After the bg dropped to 105 mg/dl, the customer was returned to pump therapy with new supplies; however, the customer went back into dka. The insulin drip was restarted and the dka was resolved. The customer's healthcare provider reverted the customer to insulin injections for insulin therapy. The customer was discharged on (B)(6) 2017.